Event description:
It was reported that the patient felt that his prostate was pressing on his pump and his pump had moved in the past 2 days. The pump site was painful. It was noted that the patient had been in and out of the hospital in the past 2 weeks due to his prostate, which was unrelated to the pump therapy. The patient¿s prostate was swollen and infected. The patient had a pump refill scheduled for the day following this report and he was to have the healthcare provider (hcp) look at the pump and discuss his swollen prostate. It was also reported that the patient had severe neck pain. The patient was working to see a neurologist regarding that pain.

Manufacturer narrative:
Concomitant medical products: product ID: 8596, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. Product ID: 8598, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).